Event description:
While pt was self-propelling with her leg the wheelchair in her room, the chair tipped to the right side. Pt yelled for help. Two nursing assistants arrived to assist her to another chair, in this emergency situation. When they attempted to lift the pt from the wheelchair that was tipping, the back right wheel fell off. In the process of preventing the pt from being injured, one nursing assistant suffered a neck and shoulder injury.